Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported product performance allegation. The reported patient symptoms of perforation and infection are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, post a ureterorenoscopy procedure, the patient bladder had to be drained. It was during the drainage via ureteroscopy procedure that the patient was also diagnosed with a perforation and infection. It was noted that the patient is expected to make full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, post a ureterorenoscopy procedure, the patient bladder had to be drained. It was during the drainage via ureteroscopy procedure that the patient was also diagnosed with a perforation and infection. It was noted that the patient is expected to make full recovery.